Event description:
Healthcare professional reported "replacement due to concern with the product". Healthcare professional later reported "rupture". This record is for the left side. Device was explanted.

Manufacturer narrative:
This is a follow up to emdr (B)(4). No DHR request necessary as one has been completed in trackwise. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "replacement due to concern with the product". Healthcare professional later reported "rupture". Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken device assessed as unidentified (tear) opening and a missing piece of shell assessed as inconclusive. Anxiety - product/ procedure: unable to observe as it is not related to the manufacturing process. No additional observations performed on the device. No further actions are required. Additional, changed, and/or corrected data: a5, a6, d4, d9, e1, h3, h6.